Event description:
In 2009, the lay user/patient contacted lifescan alleging the one touch ultra 2 meter displayed error messages and that she saw the apply sample blood drop after she inserted blood on the test strip. The medical surveillance specialist was not able to contact the patient to obtain/clarify information. The patient said, the issue began ten days prior, at 9 am. The patient said she did not take any action regarding management of diabetes due to the issue. She said that two days later around lunchtime, she felt symptoms of sweating and feeling tired. She denied receiving any treatment. The error message was resolved through troubleshooting. The customer care advocate determined that the patient did not apply the sample correctly and used expired test strips. Although details of the incident are unknown, this complaint is being reported because the user alleged she developed symptoms that may be indicative of hypoglycemia after the issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.